Manufacturer narrative:
The instrument associated with this report was not returned for examination. The product and lot code has not been provided. It has been reported that the mating broach will no longer stay on the handle due to repeated use. Depuy distributes more than one singular broach handle / product code. It is known that the handles, through both wear out and inadvertent use error will no longer hold the broach as securely as when first distributed. The investigation is unable to draw any conclusions regarding this specific instrument with the information available. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Straight broach handle is worn due to repeated use. Broach will not stay on handle.